Event description:
It was reported via repair work order that the head end brake ring was worn, causing the head end brakes not to hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.